Event description:
Related manufacturer report number: 2017865-2022-11323. It was reported that the patient was pacemaker dependent. It was noted that noise was observed on the right ventricular (rv) lead and a provocation test was positive for noise. There had been several auto mode switching (ams) episodes since (B)(6) 2020, high ventricular rate episodes, pacemaker mediated tachycardia and right ventricular noise reversions observed on the pacemaker. Many of the ams episodes were suspected to be inappropriate due to farfield r wave oversensing. The oversensing on the ventricular channel was of non physiological signals and insulation damage was suspected on the rv lead though not confirmed. Programming changes were made though the amplitude of the noise was large. Recommendations for a possible lead revision were made and forwarded to the physician. The patient was stable.